Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr catheter device with a rotawire. The advancer device for this complaint was not returned for analysis. There was no damage to the rotawire. The burr, sheath, coil, and handshake connections were microscopically and visually examined. The burr was detached and received on the rotawire and the handshake connection/drive shaft coil was received out of the housing and sheath. There were numerous kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on product analysis completed on 20-jun-2017. It was reported that the burr malfunctioned. A 1.25mm rotalink¿ plus was selected to be used for a percutaneous coronary intervention procedure. During platforming, it was noted that the device was not working properly, the burr did not seem to respond correctly. The physician did not feel comfortable putting it inside the patient so it was removed and replaced with another of the same device to complete the procedure. No patient complications reported. However, device analysis revealed that the burr was detached.